Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The problem of a high drain alarm was identified in an event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain 4) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 19:58:46. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.